Manufacturer narrative:
Evaluation: the device was returned in a used condition. An examination found the distal end of the flexible stiffener exiting the distal tip of the catheter approx 3mm. Considering the condition of the device, it is feasible to say the difficulty was most likely the result of excessive force that occurred during attempted insertion through tough tissue. The appropriate personnel have been notified of this matter. We can advise that the fit of the stiffener with the catheter is verified 100% prior to further processing.

Event description:
The physician placed bilateral biliary drains. After prepping them in the usual manner, he stated that he had to pull hard to get the first flexible obturator out and then had even more difficulty with the second one. He attempted to use a gel lubricant and injected the lubricant into the tubing. He pulled very hard and only part of the obturator/flex stiffener came out with the rest of it left in the drainage tube. The entire tube had to be pulled out and another one had to be replaced. No pt injury occurred.